Event description:
Procedure type: urogynecological. According to the reporter: the patients attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvitex polypropylene mesh was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: (B)(4): revision surgery, dypareunia. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason/ indication for mesh implantation: cystocele, rectocele, stress urinary incontinence procedure (s) performed: sling bladder neck suspension, anterior colporrhaphy using mesh reinforcement (avaulta), posterior colporrhaphy, suprapubic catheter placement. Concomitant implants: avaulta mesh post implant complications include, dyspareunia and sharp pain, fecal incontinence with flatus - complaints of hot flashes, 2nd degree cystocele, vaginal prolapse, severe pain. Mesh revision (uretex and pelvitex) surgery with additional implant (xenform) surgery: (B)(6) 2014: underwent resection of vaginal mesh, anterior colporrhaphy, sacrospinous ligament fixation, kelly plication, graft augmentation of the anterior colporrhaphy secondary to weakness and absence of the pubovesical fascia, cystoscopy for painful eroded vaginal mesh, cystocele, vaginal prolapse, and urethrocele under general anesthesia.